Manufacturer narrative:
Updated fields: e1 (translated), h3, h6, h10. Corrected fields: b5 (reportable malfunction inadvertently missed), d5, g2 (added selection), h6 (problem code should be break for reportable malfunction), h8. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reportable event (damaged eyepiece) occurred due to the use of excessive force from improper handling. In addition, the following non-reportable malfunctions were found during the device evaluation: the objective lens was misaligned, the outer tube was dented, there was poor lighting due to a broken light guide, and an image failure due to cover glass adhesion. Olympus will continue to monitor field performance for this device.

Event description:
Upon inspection and testing of the customer returned device, it was observed that the eyepiece was damaged. This report is being submitted for the malfunction found during evaluation.

Event description:
It was reported to olympus that a telescope had a bad image. It is unknown when the reported issue was found there was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.